Manufacturer narrative:
The customer¿s report of a possible free flow was not confirmed. Review of the pcu event log shows that the pump module was programmed to infuse pantoprazole drip 80mg in 100ml at a rate of 10ml/hr with a vtbi of 65ml and infused until 3:17 pm when the device was channeled off. The volume recorded as being infused during this period was 17.939ml. The pump module and disposable set were not returned for investigation. Free flow due to a disconnected set cannot be determined through device evaluation or log review. The root cause of the reported free flow was not identified. Devices not received, log review only.

Event description:
The customer reported that protonix 80mg/100 ml d5 was hung as a primary at 11:42 a.m. To infuse at 8mg/hr (10 ml/hr). The patient was off the unit from 2:43 p.m. To 4:20 p.m. And the customer is trying to determine if the drug continued to infuse while the patient was off of the unit or if the IV set was disconnected and the medication free flowed and drained the bag. There was no report of patient harm.